Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge intermittently decreased to an inaccurate fill estimate. Reportedly, the cartridges were filled with approximately 220 units of insulin. There was no reported impact to the customer¿s blood glucose level. Although requested, the customer declined to provide additional information.